Manufacturer narrative:
A visual examination of the returned device revealed that there was no damage to the capio slim suture capturing device. The mesh assembly was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2017-00459 pertains to the other device. It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during a procedure on an unknown date. According to the complainant, during the procedure, the needle was detached. The procedure was completed with another uphold lite w/ capio slim. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2017-00459 pertains to the other device. It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during a procedure on an unknown date. According to the complainant, during the procedure, the needle was detached. The procedure was completed with another uphold lite w/ capio slim. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.